Manufacturer narrative:
Device has not been made available yet.

Event description:
Inaccurate electrode placement: surgeon states that there were discrepancies between planned trajectories and actual position of electrodes.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was fully functional and working as intended. The investigation determined that the most probable root cause of the inaccuracy is an undetected movement of patient head after the registration phase of the surgery.